Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation screen flashing turning off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, saline solution contaminated, ds2 blower outlet, iso port kit, plus - contamination, ds2 reusable pollen filter - by service, dom, ui bezel plus - scratched, top enclosure kit - contaminated, there was 1 error has been identified.